Event description:
A malfunction on a pump was reported, with no notable events occurring prior to the issue and no adverse impact to the customer's blood glucose level. The malfunction code displayed was malf 12, and the fault ID was 0x2071. The customer had not reported or reset the pump within the last 24 hours, so technical support provided pump reset information and assisted in resetting it. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the malfunction recurred. The customer acknowledged and understood the instructions.